Event description:
It was reported that this right ventricular (rv) lead was placed in the ventricular septum; however, helix retraction was unsuccessful during repositioning attempts due to entrapment, making removal difficult. This rv lead remained inside the patient's body. No adverse patient effects were reported.